Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the distal portion of the catheter bends or kinks when attempting to access the coronary sinus. No patient complications were reported as a result of this event.